Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation and no device malfunction was reported. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of tissue damage (leaflet perforation) appears to be related to patient/procedural conditions due to leaflet grasping and the poor leaflet quality. The reported additional therapy/non-surgical treatment was a result of case specific circumstances, as the perforation was covered using an amplatzer septal occluder. It should be noted that the reported patient effect of mitral valve injury (tissue damage), as listed in the mitraclip system instructions for use (IFU) is a known possible complication associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This report is submitted because, after mitraclip implantation, a perforation was detected in the mitral valve leaflet that required treatment. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The first clip delivery system (cds) mitraclip was implanted at the anterior 2 (a2) and posterior 2 (p2) leaflets without reported issue. The second cds was advanced to the mitral valve. During the first attempt at grasping and positioning the clip on the leaflets, difficulty was not encountered; however, the physician was not satisfied with the grasp location. The cds was retracted from the ventricle and a second attempt was successfully performed. The second clip was successfully implanted next to the first implanted clip. Following, significant mr was still present on the lateral side and an anterior mitral leaflet (aml) perforation was detected. Due to the leaflet morphology, further mitraclip treatment was not possible. The perforation was covered using an amplatzer septal occluder. Per intra-procedure transthoracic echocardiogram (tte), the mr had been reduced to moderate, grade 2. The patient was in stable condition. There was no additional information provided.